Manufacturer narrative:
Concomitant medical products: product ID 7434-e, serial# (B)(4), implanted: (B)(6) 2000, product type: programmer, patient. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A consumer implanted for other chronic/intract pain (trunk/limbs) reported they were working at a manufacturing facility in (B)(6) of 2016 and felt an ¿electrical shocking sensation¿ the entire time they were there and had to stop working there because of these sensations. It was noted the consumer lost their patient programmer (pp) but didn¿t think the implant had any battery left in it, and was currently without a managing healthcare provider (hcp).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.